Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the returned lighttrail reusable 230um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces due to separation of the connector. The fiber measured approximately 308 cm from the top of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 0.4 cm and fiber jacket appeared damaged. Light was able to travel through the sma connector and was observed bright, clear, and round. No other issues with the device were noted. The fiber jacket was observed damaged and peeled at the distal tip. The cause code assigned to this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. Additionally, the sma connector was separated in two pieces, confirming the reported event of connection issue. Therefore, a review and analysis of all available information indicated that the root cause of the event is cause traced to component failure. A complaint with a cause code of cause traced to component failure indicates "expected or random component failure without any design or manufacturing issue". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 230um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure for a stone in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, prior to the procedure, when the physician connected the laser fiber, it was not recognized by the laser unit. The procedure was completed with another lighttrail reusable 230um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber peeled/sheared.